Manufacturer narrative:
The samples were not returned, however one set of medical records were provided for review. Two lot numbers were provided and lot history reviews were performed. One investigation was confirmed for the alleged retrieval difficulties, the second was inconclusive. The root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j, vena cava filter, allegedly experienced retrieval difficulties. This information was received from various sources. Two patients were involved with no consequences. One patient was reported as a (B)(6) year old female weighing (B)(6) lbs. Age, weight, and gender were not provided for the second patient.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j, vena cava filter, allegedly experienced retrieval difficulties. This information was received from various sources. Two patients were involved with no consequences. Two female patients ages were reported ranged from 32 to 44 years. One patient was 126 lbs. Another patient weight was not provided.

Manufacturer narrative:
H10: two lot numbers were provided and lot history reviews were performed. The samples were not returned, however medical records were provided for both malfunctions. Both investigation confirmed for the retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.